Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump. The customer's blood glucose level was 178 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.